Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implantable pulse generator (ipg) implant procedure, upon connecting the device with the existing unknown lead an absence of pacing was observed. The ipg and lead were disconnected and obvious broken lead observed. The unknown lead was removed and exchanged for a competitor lead, however the lead could not be secured with the device setscrew. The ipg was removed and exchanged for a competitor device. The competitor device and competitor lead were used to complete the procedure. Evaluation of the ipg revealed no setscrew in the connector. No patient complications have been reported as a result of this event.